Manufacturer narrative:
Visual inspection confirmed the disassembling of the tip. Reamer disassembled because of wear and tear in combination with very hard bone. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies / (B)(4) as a result of a retrospective lookback of complaints resulting form the acquisition of memometal technologies by stryker corporation.

Event description:
Damaged instrument. The tip of the reamer has been separated from the reamer. The tip has been separated form the reamer. The tip has been easily removed from the bone. There was no adverse consequence reported.